Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The caller stated that the insulin pump alarmed no delivery and motor error alarms repeatedly. The device was not exposed to an MRI. Performed the displacement and self test and they passed. Assisted the customer to run the manual prime test and the insulin did exit. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. After testing it was concluded that the device operated within specifications. The device had missing end cap sticker.